Event description:
It was reported to philips that the customer was unable to calibrate the etco2 module for their device. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.